Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a 810:11 alarm; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of a failure code 810:11 was confirmed during device evaluation. The root cause was determined to be a faulty pump head module. The pump head module was replaced to fix this condition.